Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that stent assisted coiling was performed for an internal carotid artery (ica) aneurysm. During deployment of the 7th embolization coil in the aneurysm, the coil unexpectedly detached. An attempt was made to retrieve the coil with a snare device; however, the coil stretched and extended into the ica. The coil remains implanted. There was no reported intervention. The post procedure angiogram showed no abnormalities. There was no reported patient injury. The patient was reported to be fine.

Manufacturer narrative:
The device was returned with the introducer and pusher for analysis. The pusher was sheathed within the introducer and the dispenser hoop. The introducer with the pusher had to be removed through the gap in the dispenser hoop tubing for analysis. The body coil distal of the attachment bond area of the pusher was noted to be stretched. The distal portion was tangled, which caused the pusher to be stuck in the dispenser hoop. The investigation of the pusher began at the distal tip of the pusher. The heater coil was noted to be compressed, the strain relief did not contain any burn damage, and no lead wires were found attached. The strain relief was removed from the heater coil section; compression damage was confirmed, and the lead wires were absent. The attachment bond area of the pusher was noted to still be intact. The length of the remaining attachment monofilament was around 1.75 inches, and the tip was stretched. The lead wire length was roughly 2 inches where the tip of the wire seemed to be stretched. The remaining attachment monofilament and lead wires are the typical length found between attachment bond to heater coil. The rest of the pusher and the introducer did not contain any notable damages. No implant was found in the return packaging. There were no other notable observations. Based upon the investigation findings and available information, the reported complaint can be confirmed. There was no evidence of burn marks at the strain relief, which indicates the heater coil was not activated for a coil detachment. The root cause cannot be determined; however, the device exhibits evidence that the monofilament was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.